Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involves a spiros connector that leaked cisplatin. It was reported the bag was spiked with the spiros connector, when the infusion was started, some leakage was present from the connector. The device was changed out and replaced with no further problems encountered. There was patient involvement, but no harm reported. Additionally, there was a report of unprotected chemotherapy exposure with adverse operator consequences, however no medical intervention nor serious injury or death were reported.